Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation. The suspect device was returned to olympus and evaluated. Visual inspection of the processor found no anomaly in appearance. All screws on the housing were observed present and tightened. The processor was checked with a test instrument and passed all the electrical safety tests. The top cover was also removed to inspect the interior; all wirings and pc boards appeared intact. In addition, the processor was then checked with a test evis exera iii system. All video signals and images functioned properly. Based on the evaluation findings, the reported complaint was not confirmed. The device passed all electrical safety and functional tests.

Manufacturer narrative:
The suspect device has been returned to olympus. Once an evaluation has been performed, a follow up report will be submitted to provide the results of the evaluation.

Event description:
A user facility reported to olympus that the evis exera iii video system center failed their safety inspection due to excessive current leakage. There was no patient involvement associated with the reported problem. No patient or user injury associated with the problem was reported to olympus.